Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. A lead revision procedure was performed but no new lead was implanted due to the patient¿s condition and the high stimulation threshold still exists. This lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).